Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare professional regarding a patient who was receiving baclofen (unknown, 2000 mcg/ml, 1285.1 m cg/day) via intrathecal drug delivery pump for intractable spasticity. It was reported that the patient was due for a refill (B)(6) 2018, but the clinic told the patient her pump would hit low reservoir on (B)(6) 2018. After the hcp read the pump logs, the low reservoir alarm occurred on (B)(6) 2018 and the empty reservoir alarm on (B)(6) 2018. The patient came into the clinic (B)(6) 2018 and was going through symptoms of withdrawal. The hcp aspirated the reservoir and was able to get a few drops. Therapy was not intentionally discontinued. The hcp filled the pump and clarified she understood the empty pump considerations. The patient did not hear the critical or non-critical alarms sound. The hcp played the alarms via tablet, and they could hear the demo alarms. The patient was due for a refill. The tablet/app was used to update the pump; the app version was v.1.0.7493, and the programming session was (B)(6) 2018. No further complications were reported.